Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated that the mechanical operation of the balloon catheter was occluded. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty deflating the balloon catheter. The catheter was not used. A different catheter was used to complete the procedure. No patient complications have been reported as a result of this event.